Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the water filter issue could not be determined. It is possible that the water filter had not been replaced for a long time due to the user's mistake in managing the water filter replacement. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿chapter 7 routine maintenance: 7.2 replacing the water filter (maj-2318): replace the water filter at least once a month to prevent contamination of the rinse water. Warning: always be sure to attach the water filter. Otherwise, water-borne microorganisms and particulates in the water may contaminate the device piping and prevent effective reprocessing of the endoscope.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus customer information center (cic) that the endoscope reprocessor received an e01 error code. Filling the basin with water took too long. It was reported that the device filter had been used for too long without being replaced; had not been replaced since october of 2019. The issue was found during reprocessing. It was also reported that there were other endoscopes / accessories that were suspected of poor reprocessing due to inadequate water filter handling or inadequate water supply piping disinfection. There were no reports of patient involvement. This report captures complaint on the reprocessor (device: oer-4, model description: endoscope reprocessor, serial no. (B)(4)). Complaints on other impacted scopes captured in patient identifier: (B)(6) (device: cf-h290i, model description: evis lucera elite colonovideoscope, serial no. (B)(4)). Patient identifier: (B)(6) (device: cf-q260ai, model description: evis lucera colonovideoscope, serial no.: (B)(4)). Patient identifier: (B)(6) (device: gif-xp290n, model description: evis lucera elite gastrointestinal videoscope, serial no. (B)(4)). Patient identifier: (B)(6) (device: gif-xp260ns, model description : evis lucera gastroinstestinal videoscope, serial no. (B)(4)).

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.